Event description:
On (B)(6) 2010, a 28mm amplatzer septal occluder was implanted. On (B)(6) 2018, the patient presented with chest pain that required no treatment. Three days later the patient was admitted with atrial fibrillation and discharged with metoprolol. An echo on (B)(6) 2018 showed normal coronaries and the patient was started on novel oral anticoagulants. On (B)(6) 2018, an echo showed a large effusion, and 900 ml of hemorrhagic fluid was drained. There was no recurrence of fluid shown on echo, toe showed no leak, and a CT scan did not show an erosion, but the device made interpreting difficult. The user opted to remove the device on (B)(6) 2018. The user reported tiny tear at the right atrial roof upon explant. The defect was closed surgically and the patient was discharged.

Manufacturer narrative:
An event of erosion and effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.